Manufacturer narrative:
The reason for this revision surgery was reported as instability after 3 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr 15229 showed 12 parts (part number: 50800000) returned to the vendor for discrepant features. Ncmr 13720 showed 3 parts (part number: 508-32-104) returned to the vendor due to discrepant features. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Hospital disposed.

Event description:
Second revision surgery - due to instability , the surgeon removed the original baseplate along with the first revision glenoid head, socket and shell. Reference first revision (B)(4), date of surgery on (B)(6) 2011.